Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus china (returned on 2019-11-27). The evaluation/investigation confirmed that the insulation coating at the distal end of the hf electrode is broken off. Furthermore, the electrode shows significant signs of use/contamination. Based on the information available, the exact cause of the reported failure could not be conclusively determined. However, due to the poor condition of the electrode it is assumed that the electrode had most likely been pre-damaged during reprocessing and the ceramic tip then came off during the procedure. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf electrode without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the insulation coating at the distal end of the hf-electrode broke off and fell into the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.